Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was clotting/microclots/fibrin clots. The following information was provided by the initial reporter: customer problem: customer states - ongoing issues with micro-clotting with 367855 during aspiration. Sm 367855 micro- clotting during aspiration.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photos was provided for investigation. The photo was reviewed and the indicated failure mode for clotting with the incident lot was not observed. 100 retention samples from bd inventory were visually evaluated with no issues identified. Additionally, 5 retention samples were tested for edta content. All results were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes that there was clotting/microclots/fibrin clots. The following information was provided by the initial reporter: customer problem: customer states - ongoing issues with micro-clotting with 367855 during aspiration. Sm 367855 micro- clotting during aspiration.